Event description:
It was reported there were high impedances greater than 10,000 ohms. The high impedances were found prior to an MRI. The device was reprogrammed. No symptoms were associated with the event. It was noted the representative deleted programs before the MRI. The patient was calling in for reprogramming to get the device ¿usable.¿ follow up reported high impedances were present with contact 0 with all other contacts. It was noted the other contacts were normal. The physician noted the device was originally put in for the patient¿s neuropathy in legs which it worked well for. The patient had developed metastatic disease in bones, which was noted as not related to the device. The metastatic disease had caused compression fractures in their back causing additional leg pain. It was noted the stimulator did not treat this pain therefore the plan was to remove the full system on (B)(6) 2013. The patient will undergo extensive MRI imaging to study compressions. They do not plan to replace the stimulator at this time. The physician believes the patient may be better treated with a pump.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37752 serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).